Event description:
Pt received an inappropriate shock due to "noise" on right ventricular ICD lead; externalization of cables noted on fluoroscopy and after explanation. Pt hemorrhaged immediately after explanation, sustained cardiac arrest, and expired after resuscitation efforts failed.